Event description:
Int'l ((B)(4)) complaint rec'd reporting a leakage problem with one (1) d1000 tego connector. It was reported that h/c pt called hospital "because there was blood coming out of the tego. "Pt did go to the hospital where "hospital staff recognized that the catheter clamp was open and the tego was mounted correct to the catheter. But the tego was leaking and blood did drip out...after replacing the leaking tego..everything was ok". Pt was treated and returned to baseline condition. The tego device was in use approx three (3) days when the problem occurred.

Manufacturer narrative:
Mfgers device analysis: one (1) used tego connector was returned to the mfger. Visual; functional and add'l engineering tests were performed. The results recorded the returned tego silicone seal was cut/torn and that a piece of silicone was missing at the seal slit. The report documents same/similar tear size and locations can occur when over-tightening connections as well as when accessed by mating/access devices with non-ansi standard luers. Conclusion: the root cause of the reported leakage was due to the component damages incurred during use. The results of the complaint investigation and returned device analysis, including photographs of the damaged condition have been provided to the distributor and facility. Additionally, the MFR has requested that the distributors product specialists meet with the facilities clinical staff to review the tego connector device applications, facility training protocols and ascertain their understanding of the device componentry, performance features and intended functions.